Manufacturer narrative:
Title pancreas adenocarcinoma: ascites, clinical manifestations, and management implications source clin colorectal cancer, volume 15, 2016 (1-24) article number: 4 date of publication: 1 december 2016. [(B)(4)].

Event description:
According to literature source of study performed between january 1, 2009 and december 31, 2014 on 180 patients with pac (pancreas adenocarcinoma), of these, 108 had been inserted with a tenckhoff catheter and it was stated that there was a higher incidence of infections (spontaneous bacterial peritonitis: sbp) showing up in 23 patients on the catheters compared to 4 who had a paracenteses only. Other reported complications were catheter migration (8), abdominal wall cellulitis at the catheter site (2), bowel perforation (3), acute renal failure (5) and ascites leakage (3).